Event description:
The information received from the field states that this female patient (age unknown) was presented to the interventional lab for an attempted crossing of a chronic total occlusion (cto) located in the superficial femoral artery (sfa)(side unknown). The vessel was described as calcified, but not tortuous the physician used a contralateral approach. The information states that when the physician took the product out of the packaging, he noticed that the re-entry needle was slightly coming out of the catheter. After properly prepping the product he inserted the catheter into the patient. When advancing the cto catheter he felt some resistance and was unable to get the catheter to the lesion. The physician successfully removed the device but was unable to retract the re-entry needle. The procedure was stopped at this point and was unsuccessful. There was no reported injury to the patient.

Manufacturer narrative:
The information received from the field states that the patient presented to the interventional lab for an attempted crossing of a chronic total occlusion (cto) located in the superficial femoral artery (sfa). The vessel was described as calcified, but not tortuous. When the physician took the product out of the package, he noticed that the re-entry needle was coming slightly out of the catheter. After properly prepping the product he inserted the catheter into the patient using a contralateral approach. While advancing the cto catheter he felt some resistance and was unable to advance the catheter to the lesion. The physician successfully removed the device but was unable to retract the re-entry needle. The procedure was stopped at this point. There was no reported patient injury.inspection of the outback ltd catheter returned reflected that the malfunction reported could not be confirmed. A review of the manufacturing records for the lot involved revealed rejections occurred for "rough actuation", which is potentially related to the complaint reported. Lumend capa056 has been initiated to investigate and address complaints regarding "rough actuation", its relationship to cannula retraction, and to determine appropriate corrective and preventive action. Procedural factors and user handling may have had an effect on this event.